Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure after reconnecting the right ventricular (rv) lead to header and checking the connection, the insulation near the terminal pin came loose and caused the lead to inhibit pacing. The lead was implanted in 1997, and was subsequently surgically capped and replaced. No additional adverse patient effects were reported.